Event description:
The customer reported being in the emergency room three times due to high blood glucose and diabetes ketoacidosis. The caller feels that he was not getting insulin enough insulin from the insulin pump. The customer was sick and vomiting. The customer stated that she has been in the emergency three times in the past six months. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.